Manufacturer narrative:
Additional information: d9, h3, h4, h6 and h10. H10: ten (10) actual samples were received for evaluation. Visual inspection identified the sponges out of the ten (10) minicaps. The reported condition was verified. The cause of the condition was determined to be mishandling of the products during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the foam sponges were out of ten (10) minicaps. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.